Event description:
It was reported that while using bd synapsys¿ the report presented incorrect results. No patient impact.

Manufacturer narrative:
H6. Investigation summary: this statement is to summarize the investigation of a complaint involving synapsys. It was reported that synapsys report does not match the instrument fxs bottle status. The customer reports that there were false positives, but synapsys reflects that the bottles were negative. No other issues were reported. Bd investigated the issue. The investigation determined that the synapsys works as designed. The issue is due to the lis. This is an unconfirmed failure of a bd product. Review found complaints analyzed under 'applications' and 'interfacing' codes were above statistical control for the month of may. A CAPA will address this issue to improve the affected product and/or processes. Device history record review was not applicable as this is a standalone software product and the operation/functionality of this type of product is confirmed at the time of installation.